Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for chest pain and shortness of breath. It was reported that a short sheath was placed during impella insertion but was found to have a crack. The short sheath was exchanged for a long sheath. Additionally, it was reported that the purge side arm was broken during bypass placement. Purge bypass was performed post coronary artery bypass grafting (CABG) and the pump was functioning well. The decision was made to withdraw care and the patient expired after 48.70 hours of impella support. No allegations were made towards the impella for cause of death. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).